Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they passed out while exercising. The customer was on insulin pump therapy and often feels dizzy while they exercise even when their blood glucose levels are normal. The customer stated that they had talked to their health care provider about the issue but could not resolve the issue. The customer was informed there may be many reasons why they feel dizzy and that the customer cannot be provided any medical information. The customer was advised to speak with their healthcare provide once more for assistance. The patient's blood glucose level was unknown at the time of the call. The customer did not return their insulin pump for analysis.